Event description:
It was reported that pump displayed malfunction alarm code malf 1, which recurred even after a reset, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance, and was provided replacement pump under warranty, planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, to enter pump settings and connect continuous glucose monitor to replacement pump, and to return malfunctioning pump using pre-paid label within 10 days, all of which customer acknowledged.